Event description:
It was reported that the patient presented to the emergency room with bradycardia symptoms. The heart rate was lower than the lower programmed rate. It was noted that the right ventricular (rv) lead had intermittent capture, high thresholds, high impedance in unipolar and bipolar, short v-v intervals, and there was noise and undersensing on the electrogram. Polarity had switched to unipolar. Fracture was confirmed. The lead was reprogrammed and was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Some 12,019 ventricular sic occurred since (B)(6) 2014. There was apparent noise during ventricular high rate episodes. Right ventricular lead impedance begins rising and varying during (B)(6) 2013 from an approximate baseline of 700 ohms and became greater than 3000 ohms by (B)(6) 2014. There was an rv lead warning on (B)(6) 2014, with a polarity switch on (B)(6) 2014.